Manufacturer narrative:
A follow-up reprt will be submitted upon completion of the investigation.

Event description:
The customer contact philips healthcare to report the defibrillator takes 2-3 attempts to power on and battery pins damaged in both locations a and b. Defibrillator powered down during use. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.